Event description:
Approximately 5-6 months ago, the patient's neurostimulator started turning on randomly and she couldn't turn it off. The patient confirmed with the yellow light that she had turned the stimulation off, because she needed to drive, but the stimulation would turn on at random. She could feel the stimulation on her left side down to her knee, which she didn't feel before. She also felt stimulation on her right side, which was normal. There was no known accident or incident related to the event. The patient was at home. Follow-up with the patient's physician was recommended. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B) (4).